Event description:
It was reported that during inspection by hospital staff the cardiosave intra-aortic balloon pump (iabp) no longer responded when touching the touch panel. No impact on patients or treatment has occurred. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched for evaluation. Fse found touch panel does not respond. Replacement was performed due to touch screen failure. Work was performed according to the service manual. For complaints where the "touchscreen malfunction" was confirmed - the root cause is "impossible to define". The most probable root cause for touchscreen malfunction are as follows: the following components when defective can lead to no touch input:12.1 touchscreen, video generator board, and video generator to touchscreen cable. The defects to these parts can be caused because of excessive stress or fatigue, component reliability, and pcb reliability.

Event description:
N/a

Manufacturer narrative:
The failure analysis and testing department received part lcd display with a reported unit ailure of touchscreen unresponsive during pre use inspection.the fat dept performed a visual inspection of the component received and confirmed that no physical damage or abnormalities were observed.the failure analysis and testing dept installed part lcd display the cardiosave test fixture and tested to factory specifications per cardiosave service manual.the failure analysis and testing dept was unable to replicate the reported failure. The lcd touchscreen passed all functional verification.the failure analysis and testing dept did not confirm the reported issue. The lcd touchscreen demonstrated expected performance during assessment. Retaining the touchscreen in the fat dept per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated field : b5 , g3 , g6 , h2 , b4 , h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10, h6 (medical device ¿ problem code).